Event description:
It was reported that a clearlink system continu-flo solution set was not flowing while being used with a novum iq pump. The event was described as "drops were not falling from the set; however, the pump display screen was showing a decrease in the volume to be infused. The 50ml went down to 37.4ml and kept showing the infusion was running." This was observed during patient infusion. The nurse stopped the infusion and removed the set from the pump. The set appeared to be more flattened then usual. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.